Event description:
On (B)(6) 2008, monarc subfascial hammock ref: (B)(4) lot 58608001 and perigee system with intexan lp ref (B)(4) lot 556705003 implanted in vaginal area for bladder prolapse and urinary urgency. Ams bladder sling implant-elevate anterior and apical system with inteprolife. (B)(4) was implanted on (B)(6) 2010. Surgical implantation of this device has caused bowel and urinary incontinence, severe lower back and abdominal pain. Constant pressure in vaginal and anal area. Prolapse of bladder and bowel. Complete numbness in both legs upon standing. Unable to stand or walk more than 5 or 10 min. It has caused a complete life change. Working is out of the question. Mesh is protruding into bowel area causing obstruction.